Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, a cause for the reported clip opened while establishing final arm angle in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed and the clip was able to be closed and remained locked. Therefore, the clip was deployed successfully. A second cds was used to complete the procedure. Two clips implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.